Event description:
Reporter stated that pt woke up and discovered that insulin was leaking on them. They indicated that pt inserted a new insulin cartridge, into the device's cartridge compartment, and "insulin shot out of the device." Reporter refused to provide any additional info about the event. At the time of the report, pt had already switched to their back-up device.